Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia roller pump head was failing to hold the occlusion, and the tubing continued to cross and jam. The team attempted troubleshooting but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: g4, h3 and h6. The field service representative (fsr) could not duplicate the reported complaint. Mechanical, electrical, and visual testing was performed successfully. No errors were found in the logs. The unit operated to the manufacturer's specifications.